Event description:
User reports a leak coming from the front of the analyzer, once today. No one was hurt, no patients samples were involved. The field service representative determined a bent preclean needle to be the cause and replaced the needle. Performance tests performed which were within specifications.